Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair, the shaver began grinding and small metal flakes went into the patient shoulder. The surgeon used the shaver suction to remove the debris and the case was completed.